Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30858. It was reported that the patient was experiencing pain at the lead site. Reportedly, the patient was bleeding from the implant site. As a result, surgical intervention was undertaken wherein the trial leads were explanted, resolving the issue.